Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime/delivery test alarm on their insulin pump. Customer stated that the insulin continues to drip after motor stops during the manual prime process. The customer also stated that he is stuck in rewind complete/bolus delivery loop. The customer's blood glucose level was 230 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage force sensor. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and reservoir tube window.